Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. Device history lot m.franchi: DHR review completed in mez on aug 28, 2020 part number: 201.790, lot number: 30p1066, manufacturing site: mezzovico, release to warehouse date: dec 04, 2019. A manufacturing record evaluation was performed for the not sterile device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/ investigation. Reporter is a j & j employee. (B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020 during an unknown procedure, the 2.4mm self-tapping cortex screw l40 was used to redirect one of the distal screws of variable angle of the dorsal lateral plate that had been fixed previously. It proceeded to perform an interfragmentary compression by means of a 2.4mm self-tapping cortex screw l40, but due to the poor bone quality of the patient, the device crossed the condyle and is most likely embedded in the bone canal of the humerus. It was decided that removing it again would be a risk since this can further damage the bone surface. The specialist decided to leave it and try again to make another successful compression with a 2.4mm self-tapping cortex screw l34. Finally, the specialist verified the reduction by means of the postoperative radiographic plate and ensured that the embedded screw will not affect the elbow joint or osteosynthesis in the future. Concomitant devices reported: unknown plate (part # unknown, lot # unknown, quantity 1), unknown screw (part # unknown, lot # unknown, quantity 1), unknown screwdriver (part # unknown, lot # unknown, quantity 1). This report is for one (1) 2.4mm cortex screw slf-tpng with t8 stardrive recess-40mm. This is report 1 of 1 for (B)(4).